Event description:
It was reported that during surgery, the cement hardened within 6-7 minutes. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Report source: foreign: japan. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was returned and lab analysis was performed. Pictures were provided. The reported event was confirmed. The product analysis shows that two pouches has been returned. The mixing is homogeneous and a part of the cement has been used. The event couldn't be confirmed through this analysis. A cement paste analysis is required. A retain sample has been tested in the laboratory under standardized conditions. No unusual behavior during mixing, handling or setting. The reported behavior of the cement cannot be reproduced. Pictures were received and show that the cement has been used but not totally. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. This device is used for treatment. Reported event is not related to medical condition. Review of medical record is not applicable. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.